Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Event description:
It was reported that this facility has had an increase in infections on peripheral lines since they began using the hp microbore cath ext set withone-link. No additional information was available at the time of the initial report.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.